Event description:
It was reported the pt's ipg was turning on and off by itself, and the pt reported he could palpate the ipg to make the issue occur. The sjm rep met with the pt for reprogramming to turn the magnet mode off. F/u identified the ipg had a few incidents where the ipg had turned off after reprogramming. It was reported the physician had asked the pt to keep track of the instances, and the issue had not recurred.

Manufacturer narrative:
This ipg serial number was including in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.